Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage past plunger stopper detected.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage past plunger stopper detected.

Manufacturer narrative:
H.6. Investigation summary: the photo was received for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 23x1 from lot number 2249313 regarding material number 300852 with the reported issue that blood spilled from behind the plunger and tight plunger movement. Based on the photograph defect is confirmed for leakage. The device history review of discardit 5ml 23g material number 300852 with lot number 2249313 was checked and there was no quality notification found on this lot number 2249313 from its production date to till end of dispatch. The investigation and simulation were carried out on two retention samples where the investigating team has visually tested the one samples for leakage and no leakage was found in the retention samples and other one sample use for plunger movement force and plunger movement force found with in limit. The exact root cause can only be determined if we receive the original sample. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10.